Event description:
It was reported that during the implant procedure of the implantable pulse generator (ipg) system, the patient "jerked"/moved on the table while closing pocket, possibly due to a seizure.  Blood pressure started to drop and the patient became unresponsive and coded. Compressions were performed due to frequent loss of pulse. Cardiac tamponade was observed. Physician noted saw small amount of blood and during the drainage, the patient lost pulse again requiring compressions. Patient went into asystole. Inappropriate shock was also observed. Further compressions and medication were attempted to revive the patient. The patient was deceased.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.